Event description:
Healthcare professional reported out of range high readings with a hemochron signature elite and act plus sys. Pt of unspecified age, gender and weight was receiving IV heparin while undergoing a bypass procedure in the cardiovascular operating room. The target act was >480 seconds. The hemochron signature elite and act plus system reported for consecutive act results that were out of range high (>1005 seconds) following and IV bolus dose of heparin. The case continued and a subsequent act measured with a different reagent cuvette lot was 440 seconds after another IV bolus dose of heparin. The procedure was completed successfully and no pt injury or adverse events were reported.

Manufacturer narrative:
MDR follow-up #1 references itc complaint number (B)(4) and summarizes the results of lsr-028 that evaluated a device from the same lot of jact+ cuvettes.

Manufacturer narrative:
This MDR submitted on 06/10/2015 references itc complaint number (B)(4). The serial number of the hemochron signature elite instrument used during this procedure is (B)(4). Method codes: no ncr or other anomalies related to the complaint were identified. There were no trends or capas specific to this reagent cuvette lot. The MFR rec'd user/facility report (B)(4) on 06/08/2015.